Event description:
Dealer called back today, and stated that the back canes are stripped, causing the hardware to come out, and go missing, dealer is now asking for the hardware and the back canes to be replaced under warranty. (B)(4) - sent hardware kits under warranty, since they are missing there is nothing for them to return. Nuts and bolts are missing (B)(4).